Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed, and the instrument could not be replicated nor confirmed. The instrument was tested on an in-house system. The instrument passed the recognition and the engagement tests. The instrument passed the intuitive motion test. The reported complaint could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized by the test system. No product issue was identified. Additional observation(s) not reported by site: the instrument was found to have thermal damage to the yaw pulley. The yaw pulley was found to have charring and localized melting of both bipolar yaw pulleys, in the space between the grips. The instrument passed the electrical continuity test.

Event description:
It was reported that the 8mm maryland bipolar forceps instrument had a broken cable. There was no reported injury.